Event description:
It was reported that during the implantable cardioverter defibrillator device change procedure, the new device exhibited fluctuation in high voltage lead impedance. The impedance frequently dropped below acceptable range. The high voltage lead impedance on the previous device was in range and had a lifetime of steady measurements. The physician elected to use a different device to complete the procedure. There were no adverse consequences to the patient.